Event description:
The customer reported, they started to use the tube on (B) (6) 2010 and leakage from the connection of the pilot balloon occurred on (B) (6) 2010. A non-routine replacement of the tube was required.